Event description:
It was reported that the patient experienced sphincter deterioration on an artificial urinary sphincter device. All components were replaced to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the sphincter did not work well and there was a lack of tightening up the sphincter. The patient outcome was reported to be well.

Manufacturer narrative:
The ams 800 cuff was visually inspected and functionally tested. There was a leak from the cuff shell with wear at the corner of a fold with compression set. Review of the manufacturing records for batch 645543 confirmed that there was a total of (B)(4) units started for this manufactured batch with 1 unit scrapped due to red particles on the inner lid. This nonconformity would not affect the reported complaint reason. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. The ams 800 balloon was visually inspected and leakage tested. The balloon did not leak during the analysis. Review of the manufacturing records for batch 650611 confirmed that there was a total of (B)(4) units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. The ams 800 pump was visually inspected tested. There was no significant findings during the analysis. Review of the manufacturing records for batch 651922 confirmed that there was a total of (B)(4) units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. No ship history, labeling review, or risk review performed per cis product investigation wi, (B)(4). Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Manufacturer narrative:
Model-pump 72400098, lot sn- (B)(4), mfg date- 05/06/2010, exp date- 05/04/2015; model-balloon 72400024, lot sn- (B)(4), mfg date- 05/05/2010, exp date- 04/22/2015.

Event description:
It was reported that the patient experienced sphincter deterioration on an artificial urinary sphincter device. All components were replaced to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the sphincter did not work well and there was a lack of tightening up the sphincter. The patient outcome was reported to be well.